Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted for non-malignant pain. The patient had reported they had an infection at their surgical site. Patient compliance was noted to be a factor that may have contributed to the event. The physician had cultured the infection site, and the device was explanted due to the severity of the infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.